Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "the hemodynamic effect of right ventricle (rv), rt3de targeted left ventricle (lv) and biventricular (biv) pacing in the early postoperative period after cardiac surgery." Pace pacing clin. Electrophysiol. October 1 2011;34(10):1231-1240.

Event description:
A journal article was reviewed that contained information regarding this lead. Multiple failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: phrenic nerve stimulation and infection. Reprogramming was done to resolve the nerve stimulation. Further follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.